Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device not sure if returning or not.

Event description:
Our affiliate is reporting the following to us: "during bankart repair operation, our new fms pump showed errors on its screen and did not work.. We had to use another pump from another company, which lead to prolong the operation time for extra 45 minutes. Dr was not happy with this and this prolong anesthesia time."

Manufacturer narrative:
The complaint device has been received at the service center and diagnosed. Checked the pump & found loose parts, the tension rocker arm and the pressure adjuster were fixed & calibrated the flow rate, safety test has been done. The reported failure could be confirmed due to the defective parts. There have been no reports of previous failures on this device. Based on the service performed, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: "during bankart repair operation, our new fms pump showed errors on its screen and did not work.. We had to use another pump from another company, which lead to prolong the operation time for extra 45 minutes. Dr was not happy with this and this prolong anesthesia time"